Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.